Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that the physician was attempting a lung biopsy procedure, the instrument did not fire and the biopsy needle did not pass through the coaxial needle smoothly. During the biopsy procedure the patient moved, resulting in a pneumothorax. The biopsy procedure was aborted.